Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient had been overdosed since the beginning of rehab while using a cadd® cadd-legacy® duodopa pump. The patient has been in the clinic for 1 week for inpatient rehabilitation to stabilize after a fall and relieve the husband. The husband received a call from the physician that the patient was becoming increasingly aggressive and refusing food. It was noticed that the morning dose was set to 5.8ml instead of 2.8ml, as the physician from the clinic was of the opinion that 3ml tube filling had to be added. The condition of the patient after a 1.5 hour pause of the pump had already improved significantly. The issue has been resolved. No other injuries. The patient was hospitalized due to the fall. The product issue did not cause or contribute to the fall.

Manufacturer narrative:
One cadd duodopa pump was returned for analysis. Event history log review was performed and found evidence of reported problem. The customer's reported problem was confirmed. During inspection of the event log showed the pumps morning dose was changed from 2.8 ml to 5.8 ml on (B)(6) 2018. The morning dose was then changed back to 2.8 ml on (B)(6) 2018. The morning dose was then further changed to 2.6 ml on (B)(6) 2018. Delivery accuracy tests were performed, and the pump was found to be delivering properly (21.7 ml/h) and within specification. No problems were found with the operation of the pump morning dose key or keypad. Investigator noted that the pump was in lock level 0 which allows the user complete access to the programming functions of the pump. No problems were found with setting the morning dose values within the programming parameters of the pump. The pump was found to be operating properly and passed all tests. The root cause of the reported problem was programming of the pump by the operator.